Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. The isi fse reproduced the reported issue and replaced the integrated electrosurgical unit erbe (erbe) generator to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint and performed the failure analysis. During failure analysis, the erbe was placed on an in-house system and was run in normal mode. On startup, the unit displayed a c-34 error. Upon visual inspection, the erbe was in good condition. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operation room (or) staff contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report the integrated electrosurgical unit erbe (erbe) generator was faulting during surgery. The or staff stated they were getting an "activation has been interrupted" message. The isi tse viewed onsite logs and found error c-34 on the erbe generator. The isi tse asked the or staff to pull the erbe power cord and disconnect the external foot pedals from the erbe. The fault returned on the erbe after power-up. The surgeon used the vessel sealer extend (vse) instrument in e-100. The or staff did not have a covidien generator or energy activation cable. The or staff hung up to check other xi system availability. The surgeon was continuing with the case robotically. The or staff later contacted the isi tse to report they found a force triad backup generator and activation cable, and they would install it to continue using the system. The caller said they would call back if they had issues connecting the force triad generator. The caller said their other option was to get a vision tower from another system in a different part of the hospital, but they wanted to avoid moving it if they could get the force triad generator to work. The isi clinical sales representative (csr) later contacted the isi tse when the customer tried connecting the force triad. The isi csr stated that they were getting a red led when plugging in the energy cable from the force triad to the vision cart energy ports. The isi tse asked the isi csr what the part number of the energy cable was. The isi tse informed isi csr that it was for the si system and incompatible with the xi system. The isi tse told the caller they needed a different energy cord. The isi csr asked isi tse what the next step would be if they would not have that cable. The isi tse recommended that they use the force triad independent foot pedal and set it down by the surgeon's feet if the surgeon would choose to do so. The procedure was completed with no reported injury. Isi followed up with the csr and obtained the following additional information: the csr said a vision cart from another system was used to complete the procedure.